Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bacterial vaginosis ("bacterial vaginosis"), immune system disorder ("since my essure my immune system has been shot too"), malaise ("antibiotics hurt me or make me sicker"), gingival pain ("tender gums"), hyperaesthesia teeth ("teeth sensitivity"), tooth fracture ("tooth breakage") and gingival swelling ("swollen gums"). The patient was treated with antibiotics and surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, immune system disorder, malaise, gingival pain, hyperaesthesia teeth, tooth fracture and gingival swelling outcome was unknown and the bacterial vaginosis had resolved. The reporter considered bacterial vaginosis, gingival pain, gingival swelling, hyperaesthesia teeth, immune system disorder, malaise, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: swollen , teeth sensitivity, tooth breakage, tender gums were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event bacterial vaginosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced immune system disorder ("since my essure my immune system has been shot too"), malaise ("antibiotics hurt me or make me sicker"), gingival pain ("tender gums"), hyperaesthesia teeth ("teeth sensitivity"), tooth fracture ("tooth breakage") and gingival swelling ("swollen"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, immune system disorder, malaise, gingival pain, hyperaesthesia teeth, tooth fracture and gingival swelling outcome was unknown. The reporter considered gingival pain, gingival swelling, hyperaesthesia teeth, immune system disorder, malaise, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: swollen , teeth sensitivity, tooth breakage, tender gums were added. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event:swollen , teeth sensitivity, tooth breakage, tender gums were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced immune system disorder ("since my essure my immune system has been shot too") and malaise ("antibiotics hurt me or make me sicker"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, immune system disorder and malaise outcome was unknown. The reporter considered immune system disorder, malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received: new events were added: since my essure my immune system has been shot too, antibiotics hurt me or make me sicker. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.